Event description:
It was reported that a patient (pt) experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which resulted in peritonitis. The peritonitis was manifested by cloudy effluent and abdominal pain. The break in aseptic technique was further described as touch contamination. On the same day, the patient was hospitalized for the event. The patient began treatment with keflex (orally for 3 weeks; dose not reported) for peritonitis. Therapy with keflex was ongoing. It was not reported if the patient was retrained in proper aseptic technique. One week after admission to the hospital, the patient was discharged. At the time of this report, the patient was recovering from the peritonitis event. Pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.